Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare mrx froze at opcheck during charge button test. There was no reported patient involvement and/or impact.